Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a knee procedure, a reamer fractured due to excessive force, no pieces were retained by the patient.

Manufacturer narrative:
(B)(4). Review of device history and manufacturing records found no evidence of product nonconformance. Visual examination of the device confirmed that the tip had fractured and the blade showed evidence of extensive use. The root cause is most likely surgical technique; however, a conclusive root cause could not be determined with the available information. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."